Event description:
It was reported that the patient's ipg was no longer taking a charge. The ipg was unable to communicate with the external devices. A manufacturer representative confirmed the issue and the ipg deemed inoperable. As a result, surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2025 during which the ipg was explanted and replaced. Therapy was restored post-op.